Event description:
The article, "characteristics and outcomes of patients receiving a second rescue valve during transcatheter aortic valve implantation", was reviewed. The article presented a retrospective, multicenter study to study the occurrence and outcomes of additional rescue valve (rescue-av) in a nationwide registry. Devices included in this study were abbott navitor, abbott portico, boston acurate neo, boston acurate neo2, boston acurate ta, boston lotus, boston lotus edge, edwards sapien 3, edwards sapien 3 ultra, edwards sapien and sapien xt, medtronic corevalve, medtronic evolut pro, medtronic evolut pro plus, medtronic evolut r, and meril myval. The article concluded among transcatheter aortic valve implantation (tavi) patients in a nationwide register, rescue-av occurred in 1.3% of patients. The 30-day mortality in patients receiving rescue-av was high, but long-term outcome among 30-day survivors was similar to the control group (B)(6). The time frame of the study was from january 2016 to december 2021. A total of 5948 patients were included in this study, of which 256 (4.3%) received an abbott device. The average age was 81.1 years and the average gender was male. Comorbidities included hypertension, diabetes, prior cardiac surgery, prior myocardial infarction, prior percutaneous coronary intervention, chronic obstructive pulmonary disease, prior stroke, critical preoperative state, peripheral vascular disease, reduced mobility, atrial fibrillation, steroid treatment, history of malignancy, pacemaker implant, depressed lvef, bicuspid valve. Peri- and post-procedural complications included death, acute cardiac surgery (surgical intervention), circulatory support (ECMO, inotropic support, unexpected medical intervention), unplanned general anesthesia, bleeding, stroke, myocardial infarction, infection needing treatment, renal replacement therapy (renal failure), new pacemaker implant, malposition, and device embolization.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant informationna.

Manufacturer narrative:
Summarized patient outcomes/complications of characteristics and outcomes of patients receiving a second rescue valve during transcatheter aortic valve implantation were reported in a research article in a subject population with multiple co-morbidities including hypertension, diabetes, prior cardiac surgery, prior myocardial infarction, prior percutaneous coronary intervention, chronic obstructive pulmonary disease, prior stroke, critical preoperative state, peripheral vascular disease, reduced mobility, atrial fibrillation, steroid treatment, history of malignancy, pacemaker implant, depressed lvef, bicuspid valve. Some of the complications reported were death, acute cardiac surgery (surgical intervention), circulatory support (ECMO, inotropic support, unexpected medical intervention), unplanned general anesthesia, bleeding, stroke, myocardial infarction, infection needing treatment, renal replacement therapy (renal failure), new pacemaker implant, malposition, and device embolization these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis.na.